Manufacturer narrative:
By checking the DHR of the involved lot#s no pre - existing anomalies were found. This is the first and only complaint involving these lot #s. We will submit a final report once the investigation will be concluded.

Event description:
Revision surgery due to shoulder dislocation occurred on (B)(6) 2019. Previous surgery occurred on (B)(6) 2019. It was reported that patient was not compliant in relation to rehab and dislocated his shoulder. However, it was reported that a suboptimal choice has been performed, indeed the surgeon decided to replace the original short 40mm stem (code #1304.15.190, lot #1812507) and the 40 mm glenosphere (code #1374.50.400, lot #1818553), with long lateralised 44mm stem and correctional 44mm glenosphere. Event occurred in (B)(6).

Manufacturer narrative:
Check of the DHR: by checking the DHR of the involved lots, no pre - existing anomaly was found on the whole components manufactured with those lot#s. No other complaints reported to lima involving the same lots. Explants analysis: explants were not available to be returned to limacorporate. According to the info reported, explants were disposed of as per hospital policy. Xrays analysis: x-rays were not available for lima analysis. The investigation revealed that the suspected component was the reverse hp glenosphere (not marked in USA). We decided to report this event to FDA because the stem code #1304.15.190 was also involved. In conclusion, based on the check of the dhrs and on the information reported by the complaint source, this case of dislocation was likely due to both surgical and patient factor (initial suboptimal choice of prosthesis - patient not compliant in doing rehab post- previous surgery). No specific corrective action for this case. Limacorporate will continue monitoring the market to promptly detect any further similar issue.

Event description:
Smr reverse revision surgery due to shoulder dislocation occurred on (B)(6), 2019. Previous surgery occurred on (B)(6), 2019. It was reported that patient was not compliant in relation to rehab and dislocated his shoulder (despite the post op protocol provided). However, it was reported that even a suboptimal choice of implant has been performed during the previous surgery, indeed surgeon responsible for both the previous and the revision surgery, decided to replace both the short 40mm stem (code #1304.15.190, lot #1812507) and the 40 mm glenosphere (code #1374.50.400, lot #1818553) previously implanted, with a long lateralized 44mm stem and correctional 44mm glenosphere. Surgeon happy with the final stability of the implant. Event occurred in australia.